Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 30 mg/dl and treated with food. The customer¿s blood glucose level had risen to 504 mg/dl and treated with a 7-unit bolus from the insulin pump. The customer reported reoccurring alarms. The customer states after receiving the new battery cap the time and date are not holding. The customer did troubleshoot the issue previously. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.